Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("perforation (uterus)/migration of essure device location of device: uterine muscle/imbedded in the myometrium"), device dislocation ("one of the devices had migrated to her uterus"), device breakage ("device breakage,still there piece"), menorrhagia ("excessive and abnormal bleeding during menstruation/heavy menses") and haemorrhagic cyst ("left ovary small hemorrhagic cyst") in a 43-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included mthfr gene mutation. Previously administered products included for an unreported indication: lovenox. Concurrent conditions included depression and coital bleeding. On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2011, the patient experienced menorrhagia (seriousness criterion medically significant), vaginal haemorrhage ("abnormal bleeding (vaginal)") and fatigue ("fatigue"). On (B)(6) 2011, 2 years 6 months after insertion of essure, the patient experienced pelvic pain ("pain"). In (B)(6) 2012, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2015, the patient experienced dyspareunia ("pain during intercourse") and hypersensitivity ("allergic or hypersensitivity reaction"). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), haemorrhagic cyst (seriousness criterion medically significant), headache ("frequent headaches"), abdominal pain lower ("lower abdominal pain"), the first episode of back pain ("lower back pain"), allergy to metals ("nickel allergy") with rash, migraine ("migraines"), arthralgia ("hip pain") and the second episode of back pain ("lower back pain"). The patient was treated with ketorolac tromethamine (toradol), surgery (laparoscopic bilateral salpingectomy. Chromotubation. Dilatation and curettage/hysteroscopy). Essure was removed on (B)(6) 2016. At the time of the report, the uterine perforation, device dislocation, device breakage, haemorrhagic cyst, fatigue, dyspareunia, allergy to metals, hypersensitivity, dysmenorrhoea, migraine and arthralgia outcome was unknown and the menorrhagia, vaginal haemorrhage, headache, abdominal pain lower, pelvic pain and the last episode of back pain had resolved. The reporter considered abdominal pain lower, allergy to metals, arthralgia, device breakage, device dislocation, dysmenorrhoea, dyspareunia, fatigue, haemorrhagic cyst, headache, hypersensitivity, menorrhagia, migraine, pelvic pain, uterine perforation, vaginal haemorrhage, the first episode of back pain and the second episode of back pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): x-ray - on an unknown date: total bilateral occlusion. Most recent follow-up information incorporated above includes: on (B)(6) 2018: plaintiff fact sheet and medical records received. New reporters added. Case medically confirmed. Patient demographic information and patient relevant history added. Product indication updated. Events abnormal bleeding (vaginal), allergic or hypersensitivity reaction, device breakage, dysmenorrhea (cramping), migraines, pelvic pain female, perforation (uterus), left ovary small hemorrhagic cyst, back pain and hip pain added. Events outcome updated. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("perforation (uterus)/migration of essure device location of device: uterine muscle/imbedded in the myometrium"), device expulsion ("one of the devices had migrated to her uterus/malposition of essure device location of device: uterus"), device breakage ("device breakage,still there piece"), menorrhagia ("excessive and abnormal bleeding during menstruation/heavy menses") and haemorrhagic ovarian cyst ("left ovary small hemorrhagic cyst/ovarian cyst") in a 43-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included mthfr gene mutation. Previously administered products included for an unreported indication: lovenox. Concurrent conditions included depression and coital bleeding. On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2011, the patient experienced menorrhagia (seriousness criterion medically significant) and vaginal haemorrhage ("abnormal bleeding (vaginal)"). In (B)(6) 2011, 2 years 6 months after insertion of essure, the patient experienced fatigue ("fatigue"), dyspareunia ("pain during intercourse") and dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2011, the patient experienced pelvic pain ("pain"). In (B)(6) 2015, the patient experienced headache ("frequent headaches"), hypersensitivity ("allergic or hypersensitivity reaction") and migraine ("migraines"). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), haemorrhagic ovarian cyst (seriousness criterion medically significant), abdominal pain lower ("lower abdominal pain"), the first episode of back pain ("lower back pain"), allergy to metals ("nickel allergy") with rash, arthralgia ("hip pain"), the second episode of back pain ("lower back pain") and abdominal pain ("abdominal pain"). The patient was treated with ketorolac tromethamine (toradol), ibuprofen (advil),surgery (bilateral salpingectomy,hysteroscopy with removal of right essure coil) and surgery (dilation and curetage). Essure was removed on (B)(6) 2016. At the time of the report, the uterine perforation, device expulsion, device breakage, haemorrhagic ovarian cyst, fatigue, allergy to metals, hypersensitivity and dysmenorrhoea outcome was unknown and the menorrhagia, vaginal haemorrhage, headache, abdominal pain lower, dyspareunia, migraine, pelvic pain, arthralgia, the last episode of back pain and abdominal pain had resolved. The reporter considered abdominal pain, abdominal pain lower, allergy to metals, arthralgia, device breakage, device expulsion, dysmenorrhoea, dyspareunia, fatigue, haemorrhagic ovarian cyst, headache, hypersensitivity, menorrhagia, migraine, pelvic pain, uterine perforation, vaginal haemorrhage, the first episode of back pain and the second episode of back pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): x-ray - on an unknown date: total bilateral occlusion. Most recent follow-up information incorporated above includes: on 17-oct-2018: pfs received. New reporters added. Concomitant medication added. Following event: other injuries or complication please describe: abdominal pain added. Event device dislocation updated to device expulsion. Outcomes updated for events: arthralgia, dyspareunia, migraine. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("one of the devices had migrated to her uterus") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), headache ("frequent headaches"), fatigue ("fatigue"), menorrhagia ("excessive and abnormal bleeding during menstruation"), abdominal pain lower ("lower abdominal pain"), back pain ("lower back pain"), dyspareunia ("pain during intercourse") and allergy to metals ("nickel allergy") with rash. The patient was treated with surgery (bilateral salpingectomy on (B)(6) 2016). Essure was removed on (B)(6) 2016. At the time of the report, the device dislocation, headache, fatigue, menorrhagia, abdominal pain lower, back pain, dyspareunia and allergy to metals outcome was unknown. The reporter considered abdominal pain lower, allergy to metals, back pain, device dislocation, dyspareunia, fatigue, headache and menorrhagia to be related to essure. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.